Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. The customer successfully resolved the issue by cleaning the pneumatic tap area on the pump and reloading the same cartridge, which allowed them to resume using the insulin pump normally.